Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead was replaced within the last 24 hrs due to non capture and an impedance greater than 10,000 ohms. The existing lead was capped. The patient was experiencing pacemaker syndrome. No further patient complications have been reported as a result of this event.